Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and a device evaluation. The device was returned to olympus and the reported failure was confirmed. The user allegation was confirmed due to cracked a-rubber glue. Based on the results of investigation, the most probable cause is identified as caused traced to component failure expected or a random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure under sedation, a tiny piece of black plastic must have detached from the endoscope somewhere. The fragment fell inside the patient and was retrieved. The procedure was completed with the same device. There were no reports of patient harm.